Manufacturer narrative:
A ge service rep performed an on site investigation. The system was not left plugged in therefore, the batteries were not allowed to charge. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a charger error code displayed. No pt injury was reported.